Manufacturer narrative:
Product analysis: analysis confirmed that the external pulse generator (epg) displayed an error code. It was noted that the hanger assembly was broken and that the keypad flex was creased. It was also noted that the lower case was dented from tool marks and the battery wires were pinched but the wire insulation was not compromised. It was further noted that the display wires were pinched but the wire insulation was not compromised and that the liquid crystal display was out of specification electrical. Furthermore four display frame screws, six case screws and the hanger screw were loose. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement .